Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A complete lead was returned in three pieces for analysis. Electrical testing found internal shorts between conductors due to the damaged insulation consisted with procedural damage. Visual analysis also found full breach insulation degradation exposing the coil adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.